Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a band ligation procedure performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the bands, the last three bands could not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.